Manufacturer narrative:
(B)(4), 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the 29th proton therapy session on (B)(6) 2013 on a pacemaker dependent pt, the mode and rate were changed to voo at 80min-1 before the therapy. The device was then reprogrammed to vdd at 50min-1 after the therapy. Regular pacemaker check was performed and upon device re-interrogation, the pt info were missing; so that they were re-entered afterwards. An explanation is required.